Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The meter result was 7.1 inr and the result within 15 minutes from a laboratory using thromborel s reagent was 4.5 inr. On (B)(6) 2018, the meter result was 3.6 inr and the result within 15 minutes from a laboratory using thromborel s reagent was 2.9 inr. There was no allegation of an adverse event. The customer had no recent dietary/lifestyle changes. The therapeutic range was 2.0-3.0 inr. Retention test strips (314043) were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.